Event description:
The complainant reported a patient, ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed limb ischemia. It was reported from the time of impella placement the blood flow was maintained by anterograde blood infusion from extra-corporeal membrane oxygenation (ECMO) to the impella side. After five days, ECMO was removed, and ischemia occurred without antegrade blood transfusion on the impella side, reportedly a bypass was performed, however, the lower extremities did not improve. A dialysis console was reportedly used, and the blood supply was mechanically supported and maintained. Additionally, on 11/6/20221 it was reported a computer tomography confirmed a cerebral hemorrhage. Reportedly the exact location and degree of bleeding was unknown, there was no shift in the brain, hypoxic encephalopathy, or neurological abnormalities. It was also reported upon removal of the impella on (B)(6) 2022, anticoagulation was discontinued, and the patient progress was being monitored. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the cerebral hemorrhage and limb ischemia have been completed. The cause of the limb ischemia was the use of a sheath that was not indicated for use with impella. Per IFU 0048-9007 only abiomed introducers are approved for use with the impella cp. The cause of the patient injury, cerebral hemorrhage, was most likely patient condition and had an unknown relationship with impella based off the limited clinical details. The cause of the cerebral hemorrhage was patient condition related. The cause of the limb ischemia was the use of a sheath that was not indicated for use with impella. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: limb ischemia: impella cp with smart assist system section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ cva-ischemic/hemorrhagic: impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: as noted in the impella IFU "to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.